Event description:
Per the clinic, imaging (date and type not reported) indicated that the electrode array was partially extruded from the cochlea. It was also reported that the patient experienced a tingling sensation on the tongue, and the issue could not be resolved. The device was explanted on (B)(6) 2012. There are plans to reimplant the patient with another device, but it is unknown if this has occurred as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
This device is not available for analysis as of the date of this report, october 16, 2013. This report is filed october 16, 2013.

Manufacturer narrative:
(B)(4).